Manufacturer narrative:
One infusion pump was received for evaluation. Visual inspection found tamper seals to be intact. The device was observed to have a broken display lens. To conduct functional testing a delivery and occlusion test were performed. Upon testing, the reported problem was duplicated, the flow rate was too high. The cause is unknown. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service previously, related to the customer stated problem.

Manufacturer narrative:
Other, other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump's flow accuracy was an anomaly. No patient involvement.